Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Event description:
Customer reported a failure code 570. Customer reported there were no patietn injuries assoiated with this report and there have been no incident reports filed since the last baxter srvice event. Customer reported incident occurred during biomed testing. Although baxter requested, no additonal information was provided regarding patient demographics, medicaiton involved, or device programming information. No additional contact information was provided.